Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a bypass open heart surgery, the attending cardiologist reported that the device did not deliver the correct energy amount and discharged the energy to the diaphragm for approximately eight attempts. The defibrillator was reported to give "inadequate energy delivery" message. The doctor used a new set of internal paddles but the issue persisted until a second defibrillator was made available and the patient was defibrillated successfully. There was no adverse event reported as the result of the device use.